Manufacturer narrative:
During the device evaluation, the reported event of running without trigger activation was duplicated. It was confirmed that the device would run without activation due to a loose straight pin that was activating the controller. A loose pin may cause unintended activation.

Event description:
It was reported that the system 5 single trigger rotary handpiece allegedly ran as soon as a battery was attached without the trigger being depressed, during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 5 single trigger rotary handpiece allegedly ran as soon as a battery was attached without the trigger being depressed, during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.